Event description:
On (B)(6)2012, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported a steris 462cpast, serial number unknown, had the fowler drifting down when weight was applied. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).